Event description:
Reportedly, during the implantation, the physician tried to extend the helix on the table of the vega m58 (B)(6) to implant it with a flexigo sheath, using the butterfly tool, the proximal pin yielded easily and became bent, and therefore it could not be implanted. For this reason, they decided to implant another lead, vega m58 without any problem.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.